Event description:
The customer reported the system had a communication failure error message. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.